Manufacturer narrative:
(Initial reporter address 1): (B)(6). (Device codes): the problem code 1069 captures the reportable event of cutting wire broken. Visual examination of the returned device revealed that the distal pierced hole was torn. This condition displaced the cutting wire and affected the device ability to bow in a clinical setting and could be perceived by the customer as cutting wire break; consequently, confirming the reported complaint. Analysis of the returned device found that the distal pierced hole was torn, which is evidence of that cutting wire anchor slipped causing the catheter to tear. Based on the information available, there is no evidence of a manufacturing issue related. This type of damage is associated with a known design limitation of the device generated by mechanical tear when the cutting wire/anchor is tearing through distal pierce hole and continuing down through the ptfe catheter. Therefore, the most probable cause for this complaint will be assigned as design inadequate for purpose, since the problems traced to design/design features of the device that do not support or interfere with the intended purpose of the device. There is an open investigation to address this issue. A DHR (device history record) review was performed and no anomalies were observed. It was confirmed that the device met all manufacturing specifications.

Event description:
It was reported to boston scientific corporation that an ultratome xl was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6) 2019. According to the complainant, during the procedure, the physician advanced the ultratome into the bile duct, then it was noticed that the cutting wire broke. Reportedly, no part of the device was detached inside the patient. The procedure was completed with a second ultratome xl. There were no patient complications reported as a result of this event. The patient's condition at the end of the procedure was reported to be stable.

Manufacturer narrative:
(B)(6). (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an ultratome xl was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6) 2019. According to the complainant, during the procedure, the physician advanced the ultratome into the bile duct, then it was noticed that the cutting wire broke. Reportedly, no part of the device was detached inside the patient. The procedure was completed with a second ultratome xl. There were no patient complications reported as a result of this event. The patient's condition at the end of the procedure was reported to be stable.